Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional testing were performed and passed. Manual try it functional tests were performed and passed. An internal visual inspection was performed and passed. The vibrator resistance was measured and was found to be within specification. The receiver log was downloaded finding no errors related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.